Manufacturer narrative:
It was reported that the ventilator's expiratory channel, monitoring, control and pressure transducer circuit boards were contaminated with liquid. Identification of issue has been done by analyzing problem description, service report, photos and device's logs. The affected parts have been replaced. The issue was decided to be reported as ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There was no patient harm. It has remained unknown under which circumstances and when the liquid entered the unit. The root cause of this issue could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's expiratory channel, monitoring, control and pressure transducer circuit boards were contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).